Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0208074181, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that the lead had a technical or system problem. The patient had a loss of efficacy and high impedance was measured. The patient did not have any known trauma. The lead was removed on (B)(6) 2015 and a new lead was implanted. The lead would be returned. The issue was resolved and the patient status was alive with no injury. The patient felt well after the revision and could sense the stimulation again. The patient was seeing their hcp again in approximately 1 month. The patient had a medical history of incontinence.

Manufacturer narrative:
Analysis of the tined lead found that three conductors were broken near the tines, 4.9 cm from the distal end. One conductor was broken 4.4 cm from the distal end. All circuits were open. There were no shorts between circuits (dry).

Manufacturer narrative:
Fdc updated/

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.